Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving gabalon (unknown dose and concentration) via implanted infusion pump indicated for spasticity after spinal cord infarction. It was reported that the patient had abdomen pump decubitus. The patient hadn't had any problems for 14 years and developed bedsores in the lower part of the pump after he had passed 80 years old. The pump was removed and the skin healed completely. It was reported that the patient was not thin and was a bit fat so it seemed like it had been draining to the external surface. Or there was the possibility that the rubber of the pants always applied the force to lift the pump outward, but the cause was unknown. The patient was followed up for oral treatment only. It was reported that the causal relationship to the drug was related and with the pump. There was no causal relationship with the catheter, programmer, or procedure. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter was implanted on (B)(6) 2019. The date of removal of the pump and catheter was unknown. The product would not be returned to the manufacturer as it had been discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. It was confirmed that there was no problematic relationship with this drug (gabalon).